Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Additional information: a service history review was performed revealing the device has been sent in for the reported condition, by previous customer service request, once before. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The baxter service representative observed a condition of a colleague infusion pump with "no audible tone", as evidenced by failure code 522:320:654:0000. This problem was identified during service evaluation. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.